Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered various bursts of anti-tachycardia pacing (atp) for a ventricular tachycardia (vt). After the atp was delivered the vt accelerated to ventricular fibrillation (vf). Finally, the vf was successfully converted with an electric shock. The ICD remains in service. No additional adverse patient effects were reported.